Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The device was powered up and displayed an error code, the epg turned off during the incoming functional testing. It was also determined at analysis further error codes were found in the log history. The hanger assembly was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code and when the user re-booted to resolve the issue, a different error code was displayed. The epg is expected to be returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.